Manufacturer narrative:
Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. It was noted rv defibrillation impedance was variable but generally steady at approximately 21 ohms through (B)(6) 2015, dropped to an average below 10 ohms starting (B)(6) 2016, and is 3 ohms by (B)(6) 2016. Concomitant medical products: 4968 lead, implanted: (B)(6) 2005; 4968 lead, implanted: (B)(6) 2010,;4965 lead ,implanted: (B)(6) 2005.

Event description:
It was reported that the defibrillation coil impedance of the subcutaneous right ventricular (rv) lead was low. The lead remains in use and a lead revision is expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.